Event description:
Caller reported a malfunction on the pump with malfunction code 12, which occurred multiple times but had not been reset within the last 24 hours. The impact on blood glucose levels was unknown as the caller declined to answer related questions. To resolve the issue, tandem technical support provided storage mode instructions and arranged for the shipment of a replacement pump with updated software. The caller was advised to use multiple daily injections (mdi) as a backup therapy to ensure no interruption in insulin delivery and was instructed to return the faulty pump to tandem using the provided return box and pre-paid label.